Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the patient's iliac artery. Upon initial inflation, the balloon catheter burst leaving the stent partially expanded at the target lesion site. The sds was withdrawn from the patient without complication and another balloon catheter was used to fully expand the stent. There were no clinical sequelae reported relative to the event.